Event description:
It was reported that the patient experienced insulin leaking from two different cartridges while attempting a press-and-hold during a supply change. No damage to the cartridges was observed. It was determined that the patient had been attaching the connector to the cartridge before inserting it into the device. The patient was guided through filling a new cartridge and properly inserting it and attaching the connector. After following the correct supply change steps, the cartridge did not leak, and insulin delivery resumed. The affected cartridge was identified as lot: 32840. Blood glucose rose to 246 mg/dl during the approximately 45-minute period without insulin but was corrected after reconnection to the device. No device alerts were triggered, no outside assistance or medical intervention was required, and the patient experienced no symptoms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.